Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. It was reported that the patient was using a device that is not prescribed to them. Label indicates: the system is intended for single patient use (meaning you can't share components with others) and requires a prescription. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A probable cause could not be determined.